Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the stylet fell out of the rubber tubing during priming, so a new catheter was used. The stylet was missing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the stylet not inserted into the rubber stopper of the extension set is confirmed, but the root cause could not be determined. One 5 fr t/l powerpicc catheter with its 3cg stylet and t-lock assembly was returned for evaluation. An initial visual observation of the returned device revealed little use residues throughout the device. The t-lock assembly was returned disassembled from the stylet and catheter. No kinks or damage was observed along the returned stylet. The stylet was inside the catheter upon the return of the device. A microscopic observation of the stylet revealed no damage along the device. Nothing remarkable was observed along the rubber stopper of the t-lock assembly. It could not be determined when the stylet was removed from the rubber stopper during use of the product or during manufacture of the product. The stylet should not be pulled completely out of the rubber stopper during use of the product. This complaint will be recorded for future trending and monitoring purposes.